Event description:
This report summarizes 280 malfunction events in which the device had paint chips missing. - 280 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 271 events were originally reported for this failure mode during the reporting quarter. - 9 events were inadvertently excluded. - 280 reported events are included in this follow-up record. Product return status 50 devices were received. 230 devices were evaluated in the field. Event confirmation status 280 reported events were confirmed. Evaluation results 280 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 280 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. 281 reported events are included in this follow-up record. Product return status 43 devices were received. 238 devices were evaluated in the field.

Event description:
This report summarizes 281 malfunction events in which the device had paint chips missing. - 281 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 271 events were reported for this quarter. Product return status: 15 devices were received. 87 devices were evaluated in the field. 169 device investigation types have not yet been determined. Event confirmation status: 102 reported events were confirmed. Evaluation results: 102 devices were found to be affected by missing paint chips. 271 devices were not labeled for single-use. 271 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 271 </noe> malfunction events in which the device had paint chips missing. 271 events had no patient involvement; no patient impact.